Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 460 mg/dl and ketone level was high. After a bolus was delivered, bg remained elevated. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketone level was identified as being dangerous by a healthcare provider. Intravenous fluids and insulin were administered. Elevated bg/dka were resolved; bg was stable. There was no permanent damage. At the time of the report, customer¿s estimated discharge date was (B)(6) 2019. Customer did not know cause of elevated bg. Pump system check was performed with tandem technical support (cts) and pump was found to be operating as intended. Although multiple attempts were made by cts to confirm customer¿s discharge date, customer did not reply.